Manufacturer narrative:
The lead was successfully repositioned. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was found dislodged. A revision procedure was performed wherein the physician successfully repositioned this lead. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.